Manufacturer narrative:
The device in question was not returned to the manufacturer. Review of the device history record confirmed all devices in the lot met manufacturing requirements prior to shipment. Perforation is an inherent risk to this type of procedure and is identified in the device instructions for use. Not returned to manufacturer .

Event description:
The nykanen rf wire was used in an urgent procedure to create an atrial septal defect in a patient diagnosed with hypoplastic left heart syndrome (hlhs) at birth. The procedure was performed under fluoroscopic guidance and transesophageal echocardiography. Following positioning of the nykanen rf wire at the atrial septum, rf energy was delivered four times. Cardiac tamponade occurred. Open heart intervention was attempted unsuccessfully and patient death occurred. The physician indicated that the patient's condition was unfavorable prior to the start of the procedure and was in a state of shock. The patient's atrial septum was also confirmed to be abnormally thick. The physician indicated these factors may have contributed to the difficulty of the procedure.